Event description:
Customer reporting 20 false positive sars results on asymptomatic patients. Customer states the results were confirmed negative by rapid antigen, additional testing platform and physician physical assessment. Report 16 of 20.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.